Manufacturer narrative:
The reported complaint of the thermogard ivtm system (sn (B)(4) ) displayed "tcm ID:08" (coolant temp low ) error message was confirmed during event log review but not confirmed during functional testing. The customer reported error was not reproduced during the functional testing and the console performed as intended. Visual inspection of the thermogard xp ivtm system was performed, and no physical damage was observed. However, unrelated to the reported complaint, the display head fan was running too noisy during post, probably due to a defective component. The display fan assembly was replaced to remedy the fault. During event log review, multiple tcm ID:08 error were observed, thus confirming the reported complaint. Lm-34 temperature was lower than the limit of -1.5°c. For 10 seconds and therefore, there is evidence for intermittent functionality and probable degradation of lm-34 temperature sensor. As a precautionary measure, the lm-34 temeprature sensor was replaced. The console passed functional testing and overnight burn-in test with no error or fault. Following the service, the thermogard console passed all the testing with no issues or faults observed. All tests and readings are within the specified limits and functioned as intended.

Event description:
After 1 hour of ivtm therapy, the thermogard ivtm system (sn (B)(4) ) displayed "tcm ID:08" (coolant temp low ) error message. The patient treatment was continued using an alternate temperature management method. No consequences or impact to patient.